Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 10x2mm, concentric target lesion was located in the non-tortuous and non-calcified distal descending artery. A 2.25 x 12 synergy¿ drug eluting stent was advanced to treat the lesion. However, during the 1st inflation at 8 atmospheres, there was some resistance encountered with the indeflator. The pressure was increased to 10 atmospheres and it was realized that the balloon ruptured. The stent delivery system was completely removed from the patient and another balloon was used to fully appose the stent. The procedure was completed with no patient complications reported and the patient's status was stable.